Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire was able to verify the customer's reported issue. During bench testing, the ventilator would briefly power on and would then completely shut down unexpectedly. The service technician replaced the power board and the reported issue was resolved. The device passed the extended 73 hour run in test with customer settings. The ventilator also passed the lap top ventilator final test which included many ventilation and alarm functions. Review of event trace revealed multiple "ln vent1" conditions. All other event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to vyaire that model lap top ventilator 1200 alarmed error code "e67c1". At this time, it is unknown if there was any patient involvement associated with the reported issue.